Event description:
Product MFR: dentek oral care products. Dentek sells plastic gum picks, to clear food from between teeth. There are several other manufacturers of this type of product. The dentek gum picks have a soft bristle shaft and point, and a flexible tip. The tip breaks off in your mouth, and the plastic tip can be swallowed. My doctor indicates this is not good for the digestive system, as the tip is sharp. Regularly, the tips break off in our mouths. I tried to contact dentek to voice my complaint, but their help line does not answer with a live person, and messages to them have not been returned. Further, they have an online complaint form third party, but the company dentek is not even listed on the form to direct the complaint. Document number: (B)(4), report number: (B)(4). Retailer: drug store, retailer state: (B)(6), purchase date: (B)(6) 2016, this date is an estimate.